Event description:
Reporter alleged obtaining the results of 181 mg/dl, 407 mg/dl and 205 mg/dl back to back within 10 minutes on the aviva system. Reporter stated she had eaten an orange 15 minutes prior to obtaining the readings and she hadn't washed her hands. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporter alleged obtaining the results of 181 mg/dl, 407 mg/dl and 205 mg/dl back to back within 10 minutes on the aviva system. Reporter stated she had eaten an orange 15 minutes prior to obtaining the readings and she hadn't washed her hands. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.